Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerpoint MRI isp with a catheter in two segments were returned for evaluation. Visual, microscopic visual, and functional evaluation were performed. The investigation is inconclusive for the reported difficult to flush and catheter bent and improper procedure issue as the exact circumstances at the time of the reported event are unknown since the port body and attached with the catheter aspirated without any issue during functional testing. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device). H11: b5, h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately 10-months post port placement via left internal jugular vein, the port allegedly had difficulty to flush and catheter bent. It was further reported that port was removed. Patient status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified.

Event description:
It was reported that approximately ten months post port placement via left internal jugular vein, the port allegedly had difficulty to flush and catheter bent. It was further reported that the port was removed. There was no reported patient injury.